Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the message supply bag lines are blocked. The patient informed technical support that he places all bags on the heater tray during set up. Technical support informed the patient that this could cause cycler to not properly detect bags during treatment and allow him to proceed with insufficient solution for treatment. Upon follow up with the patient's nurse, it was stated that the patient was diagnosed with hernia (type unknown) in (B)(6) 2018. The patient underwent an elective procedure due to worsening of hernia on (B)(6) 2018. The patient was thereafter transitioned to hemodialysis (hd) until recovery from the operation takes place (6 weeks). The nurse stated that the hernia occurred subsequent to the patient beginning dialysis treatment. There was no other surgery performed prior to the hernia repair. Patient continues hemodialysis with no further issues.

Event description:
A peritoneal dialysis patient reported receiving the message supply bag lines are blocked. The patient informed technical support that he places all bags on the heater tray during set up. Technical support informed the patient that this could cause cycler to not properly detect bags during treatment and allow him to proceed with insufficient solution for treatment. Upon follow up with the patient's nurse, it was stated that the patient was diagnosed with hernia (type unknown) in (B)(6) 2018. The patient underwent an elective procedure due to worsening of hernia on (B)(6) 2018. The patient was thereafter transitioned to hemodialysis (hd) until recovery from the operation takes place (6 weeks). The nurse stated that the hernia occurred subsequent to the patient beginning dialysis treatment. There was no other surgery performed prior to the hernia repair. Patient continues hemodialysis with no further issues.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: a possible association exists between the liberty cycler and the reported adverse event of hernia. Reportedly the patient¿s hernia was not pre-existing prior to the initiation of pd therapy, however there is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of a machine malfunction or a machine failing to perform as expected. Increased intra-abdominal pressure associated with pd therapy is known to create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Additionally, the placement of a pd catheter is a risk factors for increased likelihood of hernia formation or enlargement. Hernias are a known complication of pd therapy. Therefore based on the available information causality cannot be fully determined. Should additional information become available, this clinical investigation will be reevaluated accordingly.

Event description:
A peritoneal dialysis patient reported receiving the message supply bag lines are blocked. The patient informed technical support that he places all bags on the heater tray during set up. Technical support informed the patient that this could cause cycler to not properly detect bags during treatment and allow him to proceed with insufficient solution for treatment. Upon follow up with the patient's nurse, it was stated that the patient was diagnosed with hernia (type unknown) in (B)(6) 2018. The patient underwent an elective procedure due to worsening of hernia on (B)(6) 2018. The patient was thereafter transitioned to hemodialysis (hd) until recovery from the operation takes place (6 weeks). The nurse stated that the hernia occurred subsequent to the patient beginning dialysis treatment. There was no other surgery performed prior to the hernia repair. Patient continues hemodialysis with no further issues.